Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. The postoperative complications experience (hernia recurrence, seroma, hematoma, infection, pain and delayed wound healing) are known inherent risks of surgery. Hernia recurrence, seroma, hematoma, and pain are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection, the warning section states that "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Without a lot number a review of the manufacturing records cannot be conducted. Note, the date of event (01-jan-2019) is considered to be a best estimate as based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: ¿the first experience with the dextile anatomical mesh in laparoscopic inguinal hernia repair¿. This retrospective study aims to assess the outcomes of a non-bard/bd anatomical mesh compared to the three-dimensional bard/bd 3dmax mesh. This article describes a retrospective study that involved 956 patients who underwent unilateral laparoscopic inguinal hernia repair (tep procedure) between january 2019 to january 2022 across a large two-site hospital. 416 of the study patients were implanted with the non-bard mesh and 540 of the patients were implanted with a bard 3dmax mesh. Per the article, postoperative complications related to the 3dmax group was diagnosed via physical examination or imaging (ultrasound or CT) included hernia recurrence less than 1 year post operative (16), hematoma (28), seroma (8), wound infection (2), delayed wound healing (1). 16 patients were identified as having chronic post operative inguinal pain, with 9 of these patients being referred for pain treatment. Other interventions included 1 patient being treated with antibiotics, and some patients undergoing additional surgical hernia recurrence repair and hospitalization. There was no specific device issue noted in the article. The authors concluded based on this retrospective study that both the non-bard mesh and the bard 3dmax mesh for unilateral inguinal hernia repair are safe and effective to use. There were no significant differences in intra-operative outcomes, 1- and 2-year recurrence rates and chronic post-operative inguinal pain.